Event description:
The customer called alleging inaccurate high readings on their fasttake meter. Pt reported obtaining a result of 568 mg/dl, changing batteries and performing a control test which fell within specifications. Pt went to the ER where their blood glucose was 384 mg/dl, less than 30 minutes later. A lab draw was performed with a result of 391 mg/dl and an IV was started. Pt reports having symptoms of heartburn, thirst, frequent urination. No other information provided.